Event description:
The customer stated taking a blood glucose test and received a result of 46mg/dl at 7:10pm. The customer went to the hospital at 7:30 because of the symptoms they were having. The customer was tested at the hospital where they received a result of 111mg/dl. The customer stated they had the flu and was given IV fluid for the flu. The customer had x-rays and an EKG. The customer was given ginger ale and admitted to the hospital around 10:30pm. The customer stated they had not taken their blood glucose medication during the day. A request was made for the return of the suspect device and replacement product was sent.